Event description:
Report received from USA stating that the device was heating up. It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).